Event description:
The customer reported that they were unable to view fluoroscopic image because the system displayed a black image. This issue will effectively eliminate the inability to view a real time image. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The voltage on ps3 was adjusted to optimum operating voltage. The system was tested and found to working as intended and put back into service.